Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified and heavily tortuous vessel in the distal right coronary artery (drca). After the guide wire crossed, the intravascular ultrasound (ivus) failed to cross the lesion and the 3.0x15mm trek rx balloon dilatation catheter (bdc) failed to cross due to the anatomy. There was resistance met with the anatomy during advancement and removal, however, there were no other issues noted and the device was removed independently. The procedure was postponed due to the devices failing to cross. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.